Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury or delay in a procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. The product inspection put in evidence that the dry mixing has not been completed and the vacuum was not done correctly. The conclusive root cause of the event was determined to be user error. (B)(4).